Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the ceramic head was loose due to wear and tear from repeated removal and attachment. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a loose ceramic head. There was no patient involvement.